Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient deceased on (B)(6) 2009. A lead anomaly was suspected. The lead was explanted.